Manufacturer narrative:
Event date was not reported and was estimated based on aware date.

Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device being implanted in the laa of the patient. There were no complications that were reported to have occurred during the procedure. The patient was doing fine following the procedure. At a later date the patient was admitted to the hospital with an episode of bradycardia due to too much beta blocker. While in the hospital the patient received a transesophageal echocardiogram. The imaging showed that there was a device related thrombus present. The patient showed no symptoms or adverse events as a result of the thrombus. The physician placed the patient on noac and they will be reevaluated at a later date.